Event description:
The customer received a questionable total bilirubin special (t-bili) result on their c501 analyzer. The patient's initial t-bili result was 162 umol/l accompanied by a data flag. The analyzer automatically repeated the sample using a decreased volume. The repeat result was 382 umol/l and it was reported to the pediatrician. As soon as the pediatrician saw the result, she sent the patient to the hospital to have phototherapy treatment started depending on the repeat t-bili results. The patient remained in the hospital until the next day. There were no adverse events reported. Later that afternoon, a second sample was collected and ultracentrifuged due to a high lipemic index and the result was 118 umol/l. A third sample was collected that evening, and the result was 111 umol/l. The customer believed the reported result of 382 umol/l was incorrect. The t-bili reagent lot number and expiration date were not provided. The calibration data looked homogeneous and the quality control was acceptable the day the event occurred. The standard deviation of the different quality control levels was bad which might affect the precision of other assays. This event cannot be explained with a reagent or cuvette carry over, however, a carry over of sample via a contaminated sample probe is most likely. An analyzer issue seems unlikely, but cannot be excluded. The reaction kinetics were not available to differentiate between a hardware-related or pre-analytical issue.

Manufacturer narrative:
This event occured in (B)(6).

Manufacturer narrative:
The sample was not available for further investigation. A root cause could not be identified with the information provided for investigation.